Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd luer-lok stopper was defective / damaged. The following information was provided by the initial reporter: amgen received notification on (B)(6) 2025 from a patient of a complaint for nplate vial involving 1 unit from lot/batch 1179097h. The event reportedly occurred on (B)(6) 2025. The patient reported the following event: the patient indicates that the disposable syringe s rubber did not work properly. He took another syringe from another set. He did administer. The medication could be used. Patient outcome was captured as none.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - stopper defective / damaged. One sample and ten photos were provided to our quality team for investigation. Seven photos show defective stopper without plunger in the barrel. Additionally, one loose disfigured stopper was received for evaluation. The condition observed is non-conforming per product specification. Potential root cause for the stopper jammed defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 3278784. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.